Event description:
The initial attorney report alleged pain, permanent disfigurement and mesh explant surgery due to defective mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2003 - pt underwent repair of ventral hernia with ventralex mesh. Ni/ni/2004 - pt underwent an open hysterectomy. During this procedure a ventral hernia was identified, the previously placed mesh was removed, and the hernia was repaired with sutures. On (B)(6) 2005 - pt underwent repair of multiple ventral hernias with composix e/x mesh. The larger defect contained incarcerated bowel, of the smaller defects some contained omentum and others were not incarcerated. On (B)(6) 2006 - pt underwent repair of recurrent incarcerated ventral hernia with composix kugel mesh. The surgeon noted that "it appeared that due to the pt's increasing weight, the mesh separated from the fascia in the superior portion, and this new hernia developed." In repair the composix kugel mesh was tacked to the composix e/x mesh on its lower portion.

Manufacturer narrative:
The device associated with the event was originally reported to devol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. It appears that the pt increasing weight was the cause for the recurrence as stated by the surgeon "it appeared that due to the pt's increasing weight, the mesh separated from the fascia in the superior portion, and this new hernia developed." The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. The mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00142 for info related to the ventralex mesh implanted on (B)(6) 2003. The composix kugel mesh implanted on (B)(6) 2006, was reported to the FDA in accordance with (B)(4).